Event description:
During an atrial fibrillation procedure there was an air leak in the valve of the sheath. The sheath and dilator were used for transseptal puncture with a non-abbott (baylis versacross) wire. The dilator and sheath were then moved across the septum into the left atrium. After removing the dilator and then advancing the non-abbott (farapulse) ablation catheter just into the sheath handle for aspiration, it was noticed that there were a number of air bubbles in the sheath. Despite numerous attempts to remove the bubbles, more air seemed to be pulled from the sheath. The sheath was replaced and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11. One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of the agilis leak.